Event description:
The customer reported the evis exera ii xenon light source brightness button fails to move up or down. The event occurred during a shift change check and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the light was too bright, and the doctor was unable to view the wall of the colon. Tac instructed the customer to check the maj-1411 cable and to confirm that the narrow band imaging was not on. The customer proceeded to turn on the trans illumination and there was a minimal different in the light from the scope. The customer attempted to manually adjust the brightness; however, the issue persisted. Tac advised the customer to send in the device for evaluation. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty iris printed circuit board. In addition, a worn-out socket slider switch causing intermittent use of high intensity mode, front panel mouth damage, and ac inlet on power supply damage were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely the issue with adjusting brightness was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.